Manufacturer narrative:
The insulin pump was received with a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a cracked retainer. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a crack retainer ring. Reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.